Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm reset. Customer's blood glucose at time of incident was 9.5mmol/l. Customer stated that the pump is re-setting to original settings from the very beginning when he received the pump. Customer lost the confidence in the pump. The customer was advised that the device would be replaced. Customer was referred to backup plan.

Manufacturer narrative:
No unexpected reset alarm or low reservoir alarm during testing noted. The pump was received with all operating currents within specification and passed the functional testing including the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.